Manufacturer narrative:
The valve remains implanted therefore no product analysis can be performed. Without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was noted. A post-implant balloon aortic valvuloplasty (bav) was performed. Following bav, the valve dislodged into the ascending aorta. Subsequently, a second valve was implanted successfully. No additional adverse patient effects were reported.